Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer initially called for assistance in priming the insulin pump. The customer then stated, she was connected to the infusion set when she primed earlier. The customer did not know how much insulin had been delivered into her body. The customer's blood glucose readings were 74, 69, then 60 mg/dl during the phone call and the paramedics were called to the customer's home. The fire department arrived to treat the customer for low blood glucose levels. It was explained to the customer that she might require additional training on the insulin pump.